Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer received emergency medical assistance due to low blood glucose on april 3, 2018 with blood glucose of 20 mg/dl at the time of the incident. The caller stated that the pump seems to be over delivering at night and keeping their levels in the 30 mg/dl range. The customer was at 40 mg/dl when the paramedics arrived, and 92 mg/dl at the time of the call. The customer was given food and juice to treat. The customer experienced symptoms such as inability to speak and loss of consciousness. Troubleshooting was completed but did not resolve the issue. The reservoir will not be returned for analysis.